Manufacturer narrative:
Product ID neu_unknown_lead, product type lead, product ID 7489, serial# unknown, product type extension. (B)(4).

Event description:
It was reported that the patient returned to the hospital because he did not feel the stimulation, had a loss of therapeutic effect, and had a return of the pain. Device interrogation detected high impedances, as follows: electrode nr.3 > 4000 ohms, and electrodes 0, 1, 2, about 2000 ohms. The device's battery test was okay. An x-ray image showed a slight kinking of the proximal end of the lead, near the connection with the extension. The physician planned a revision of the lead in the (B)(6). Subsequent information received reported the physician replaced the lead and the patient felt paresthesia correctly. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Analysis of the lead, lot # unknown, found that three of the conductors in the lead body were broken.